Manufacturer narrative:
Evaluation completed. One bl3170 stellaris handpiece, serial number (B)(4) was returned in an unknown sterilization pouch. A small plastic zip lock bag containing a red colored particle was taped to the sterilization pouch. The particle was approximately 2mm long by less than 1mm wide. The handpiece was functionally testing using a stellaris system. The handpiece tuned, primed and functioned as intended. In addition a filter test was performed by injecting processed water through the handpiece irrigation onto a 0.45 micron filter. The water was then vacuumed off through the filter in an attempt to trap any possible particulates. The filter was examined microscopically. Two fiber-like particles blue in color were found on the filter. No red particles and no metallic looking particles were found. The source and origin of the "red" particle that was returned cannot be determined. The red particle was sent to an independent lab. The lab reported the analyses suggest that red colored particle consists primarily of polyester. Lesser concentrations of calcium, titanium, silicon, sodium, and magnesium were detected. Compounds of these elements were likely present as pigments, fillers, and salts. The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility reported a piece of foreign material came out of the hand piece and into the patients eye. The material was captured from the patient's eye and will be returned for an evaluation.